Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03644/03645/03646).

Event description:
During a left hip revision procedure, the patient experienced a fractured femoral shaft.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."

Event description:
During a left hip revision procedure, the patient experienced a proximal fracture of the femoral shaft during the positioning of the femoral component. Cerclage wires were used to treat the fracture.